Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other applicable components are: product ID 37752 serial# (B)(4) product type recharger. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for lumbar radiculopathy and spinal pain. It was reported that the patient was charging yesterday and they started seeing the ¿antenna too hot¿ message. The patient was going to try charging again today and was to call back for a replacement antenna if she continued to have issues. The patient also stated that they had a hard time getting the ins recharger (insr) to show any coupling bars on the bottom. The patient reported she had to move it around and sit down very carefully. They stated they never had to do this before. No further complications were reported. No symptoms were reported. Follow-up was conducted.

Event description:
Additional information was received from the healthcare provider. The patient's weight at the time of the event was reported. No further complications are anticipated.